Event description:
A (B)(6) male had coronary artery bypass surgery on (B)(6) 2008, with a retained metal object seen by surgeon on post-operative x-ray. The object resembled the end piece from an anastomotic device used during the CABG called the heart string 2. Surgeon contacted manufacturer to file complaint. Removed product from shelf and upgraded to heart string 3. Surgeon claiming product had piece that comes off of the heart string 2 product. He now only stocks the upgraded product which does not have the metal piece on the end to prevent this from happening. Patient and family informed and it was determined the risks outweighed the benefits to re-open incision an cause possible infection and bleeding. Surgeon made decision that the inert blunt object would be retained with minimal risk to the patient. Patient was discharged to home on (B)(6) 2008.